Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported occlusion alarms occurred. Customer reported using supplies for almost three days. During system check with tandem technical support, it was confirmed that the occlusion was related to the cartridge. Customer changed cartridge to address occlusion alarms, and resumed insulin delivery. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 116 mg/dl.